Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they reservoir would not let the insulin go through. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer stated that they changed the reservoir and the issue was resolved. The reservoir will not be returned for analysis.